Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a vizigo. It was reported that there was resistance when pulling out the dilator and wire from the vizigo sheath. The reporter stated there was a "snap" when attempting to pull them out further, when they pulled out the dilator, wire and vizigo sheath together. Upon inspection, it looked like a knot had formed on the distal tip of the wire. It seemed like when the dilator and wire were pulled out, the knot got caught and partially unwound the wire. When the sheath was replaced, the issue resolved. Replacement sheath requested. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).